Event description:
Endo stapler (endo universal 65 45.8 mm auto suture lot# p0j0494l exp 09/2015) did not work properly per doctor. Each staple wouldn't form correctly as he was placing it on the mesh. He went through 2 staplers and multiple loads.